Event description:
It was observed during device inspection, that the bending section cover adhesive of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer reported they conducted reprocessing before the device was returned to the olympus. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. There was a possibility that reprocessing could not be completed and foreign materials remained, since it was confirmed leakage failure occurred due to a scratch on the channel tube. The following is included in the instructions for use: "chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd." Olympus will continue to monitor field performance for this device.